Manufacturer narrative:
A follow up MDR was generated in error. No additional information is available at this time.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was yellow discoloration on the boot capacitor. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the boot capacitor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The boot capacitor was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: this file (8030665-2025-00390) does not represent a reportable malfunction as previous reported.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was yellow discoloration on the boot capacitor. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the boot capacitor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The boot capacitor was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was yellow discoloration on the boot capacitor. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the boot capacitor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The boot capacitor was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.